Manufacturer narrative:
The pushwire and stent were returned for analysis seperated. Analysis of the break point showed the failure of the delivery pushwire occurred due to overload. Stent separation.(B)(4).

Event description:
Mechanical thrombectomy. It was reported that the stent separated from the pushwire upon insertion into the rebar-27 catheter.no injury was reported with the patient as a result of the procedure.